Event description:
It was reported that on a unspecified date, the patient had a 3.0 x 18 mm promus stent implanted in a 90% stenosed proximal saphenous vein graph (svg lesion) and a 3.0 x 23 mm promus stent was implanted in another svg to obtuse marginal (om) lesion with 80% stenosis. Post stent implantation, residual stenosis was 0% for both lesions. On (B)(6) 2012, the patient returned with angina. Angiography noted an 80% in-stent restenosis of the proximal svg lesion. Treatment was performed by implanting a non-abbott stent with 0% residual stenosis. No adverse patient sequela was reported. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that on (B)(6) 2011 a 3.0 x 23 mm promus stent was implanted in the proximal svg segment and a 3.0 x 18 mm promus stent was implanted in the svg just after the first om. It was the 3.0 x 23 mm promus stent that was noted to have restenosis and the 3.0 x 18 mm promus stent was noted to be patent.

Manufacturer narrative:
(B)(4). Indication for use (implantation in a saphenous vein graph). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the promus was implanted in a saphenous vein graph (svg) lesion. It should be noted that the IFU states, promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.